Event description:
It was reported that during the procedure the physician couldn't find a good position for the lead. After an extended time, the patient began to have atrial fibrillation (af). It was determined that the patient would not be receiving an atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).